Manufacturer narrative:
Patient identifier (B)(6). All available patient information was included. Additional patient details are not available. While troubleshooting the issue, the customer observed that r1 probe was dirty in addition to being bent causing multiple error codes, 3460 aspiration error for the sample on las sample. The probe was cleaned, replaced and calibrated and replacement of the reagent probe, ln 04s49-01, resolved the issue. A review of the (B)(4) service history was performed, and review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket. Historical quality metrics were reviewed, and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a falsely decreased alinity c creatinine result of 8.8 umol/l was generated for a patient, (B)(6), on (B)(6) 2019. The same sample retested at 193 umol/l on a different alinity c processing module. No adverse impact to patient management was reported.

Manufacturer narrative:
The follow up MDR being submitted to correct data to previously submitted MDR. From: a review of the (B)(6) service history was performed, to: a review of the (B)(6) service history was performed. And from: based on the available information, no product deficiency was identified, to: based on the available information, no product deficiency was identified for the alinity c analyzer sn# (B)(6).